Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a communication issue. A technical support specialist provided the information, and no other findings were found. The serial number, UDI and manufactures details kept blank since the given asset information found to be additional es server non prod sw only. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system had auto-discharge not functioning properly in several units. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.